Event description:
The reporter stated that the syringe popped out of the plunger holder. The reporter further stated that the plunger retainer was intact. There was no pt injury or treatment associated with this event. The reporter also indicated that he had observed many pumps that had the syringe plunger incorrectly loaded in the plunger retainer.